Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. According to the clinical, low flow was recorded despite aggressive anticoagulation therapy, correct positioning, and sufficient volume. The product was not returned for a visual inspection. The logs confirm low flow and suction alarms. The cause of the low flow is not determined because no product was returned.

Event description:
The user facility reported a 84-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient on impella support experienced low pump flows. Despite aggressive anticoagulation therapy, the medical team noticed a clot in the pigtail. Md removed pump for washout and decided to replace with a new pump. After new pump was inserted proceeded with the case with no complications.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.